Event description:
The surgeon inserted a competitor's lens using the indigo-p injector. Upon insertion into the eye, the lens haptic broke off. The lens was removed without enlarging the incision and another lens was inserted. No patient injury. The cause of the lens haptic breaking off was possibly due to the injector. Patient's current prognosis is excellent.